Event description:
End-user stated that medical attention was sought about a month ago, he is unsure of date and time he was at home. End-user stated that he checked his blood glucose on his prodigy meter and received a result that was close to 600mg/dl. He does not remember the exact reading. He then tested three more times with his prodigy meter and those results were high as well. He stated that a normal result for that time of day is around 160-170mg/dl. He then stated that he was nervous and proceeded to drive himself to the hospital. He does not remember what his blood glucose result was upon arriving at the hospital. He stated he does not remember the name of the hospital only that it was in (B)(6). End-user stated he was in the hospital for 10 hours but was not admitted. He said he was given insulin to lower his blood glucose levels. When he was discharged his blood glucose was 187mg/dl. The end-user did not recall what his discharge instructions were. No additional information was provided.